Event description:
It was reported that the pump fails accuracy +6.15%. There was no patient involvement.

Manufacturer narrative:
B3: march 2025 is the reported month/year of the event, but exact day not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation for the pump fails accuracy +6.15%. The review of event log found that no information related to the complaint. During 12-month service history found that case damage which is unrelated to the current complaint. The visual and functional testing was performed. During visual inspection found the uso delamination. The complaint cannot be confirmed through delivery accuracy test and the probable root cause was unknown.